Event description:
A physician reported to baxter regarding an issue of leak. The physician stated that a customer found a leak from twist clamp when they were changing the solution bag. The set was used for 30 days. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). Baxter received used sample without cap on uv spike connector. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Sample was not confirmed for the reported problem of leak. Since the lot number is unknown, no batch review will be performed. This complaint is not confirmed and the cause was not identified because evaluation of the returned sample did not duplicate the alleged issue.